Event description:
Caller reported blood glucose results of 299 mg/dl and 125 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 54 mg/dl, 142 mg/dl, and 118 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.